Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 474 mg/dl. The doctor requested for the insulin pump to be replaced or for someone to go to the hospital to test the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.